Event description:
Same patient as MDR 6000089-2005-01304, -00171, and -00247. It was reported that 131 days after a coronary artery drug eluting stenting treatment procedure the patient experienced a myocardial infarction (mi) and a stent thrombosis (st). The index procedure treated one target lesion to alleviate in-stent restenosis. Target lesion 1 was a 3.5 mm vessel diameter, 72% stenosed region of the distal right coronary artery (rca). The lesion was 30.0 mm in length, was moderately tortuous, and had mild calcification. The physician direct stented the lesion with one taxus express2 8.8% 3.5x32 mm drug eluting stent without complication. Residual stenosis was 10% after stent implantation. The patient was discharged from the hospital one day post index procedure receiving asa and plavix. The site reported that the patient experienced an mi and st 131 days post index procedure. The st was confirmed by angiography. It the opnion of the physician there was a probable relationship between the st and the taxus stent. The mi was non q-wave. In the opinion of the physician there was a probable relationship between the taxus stent, the target vessel, and the mi. Both events were resolved four days later prior to discharge from the hospital. The actions taken to resolve the events were listed as hospitalization, cardiac medication change, and target vessel reintervention (tvr).

Event description:
It was further reported that target lesion 1 was predilated prior to implantation. The pt presented to the emergency room with complaints of severe chest pain radiating to the left arm and jaw, 131 days post index procedure. Chest pain was associated with shortness of breath and not relieved with sublingual nitroglycerin. Of note, the pt ran out of his medication (date unk) due to financial reasons and at the time of admission was not taking any medication including asa and plavix. Cardiac enzymes were elevated (troponin I - 13.6, cpk - 389). ECG showed sinus rhythm with an inferior infarct and no acute st elevation. The pt was admitted to the hospital and referred for cardiac catheterization. Angiography 132 days post index procedure revealed that the lmca was patent, the lad was patent, and the lcx was patent. The rca was widely patent mid stent, the distal stent was occluded with a significant amount of thrombus identified, and the distal rca shows filling via left-to-right collaterals. The estimated ejection fraction was 45-50%. Intervention was initiated to the rca. The pt's cardiac enzymes were elevated but not consistent with guideline criteria of myocardial infarction (peak ck was 389 per lab report; upper limit of normal for ck at this hospital is 225 u/l). The site wished to report the event as an mi.